Manufacturer narrative:
The complete lead was returned intact. Visual inspection noted setscrew marks in the correct location on the terminal pin. The helix was retracted with dried fluid and tissue noted in the helix housing. The lead passed electrical continuity testing and inner insulation was intact. Laboratory analysis confirmed the reported nonspecific product performance issue due to the helix housing being clogged and dried blood/body fluid and tissue which was indicative of a helix extension and retraction difficulty.

Event description:
It was reported that this lead was explanted due to a product performance issue. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was explanted due to a product performance issue. No adverse patient effects were reported. Information regarding the lead return was not provided.